Event description:
According to the reporter, the device will not charge the battery when plugged into ac mains. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control supplied troubleshooting assistance, and power supply module parts info to customer for repair.